Manufacturer narrative:
(B)(4)

Event description:
The customer has been having issues with biorad qc results with albt2 tina-quant albumin gen.2 (albt2) on a cobas 6000 c (501) module since (B)(6) 2018. The initial qc result will be high and the repeat will be normal. The customer repeated an unspecified number of patient samples and noticed the same behavior. The customer provided examples for 4 patient samples. Discrepant results were identified for 3 patient samples. Patient 1 initial albt2 result was 23.7 mg/l. The repeat result was 3.6 mg/l. Patient 2 initial albt2 result was 24.1 mg/l. The repeat result was 15.8 mg/l. Patient 3 initial albt2 result was 34.2 mg/l. The repeat result was 8.4 mg/l. The initial results had been reported outside of the laboratory. The repeat results were believed to be correct. No adverse event occurred. The albt2 reagent lot number was 27900901 with an expiration date of 31-may-2018. The customer ran roche qc and the results recovered well. The field service engineer (fse) visited the customer site and found low pressure at the pump and low rinse volume at the probes. The fse adjusted the pressure at the pump and verified the increased rinse volume at the probes. The customer ran calibration and qc with expected results. Precision testing with albt2 recovered with expected results.

Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event.